Manufacturer narrative:
A certain® flat implant cover screw 6mm(d (icsf60), was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The customer did not claim any issues with unk twist lock impression coping. No further investigation will be conducted. No pre-existing conditions were noted on the complaint. The reported device tooth location and length of implantation of use is unknown. A picture and an x-ray image were provided. The images show the icsf60 cover screw fracture. Also the patients mouth with impression coping. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (icsf60) dating back to 12 months from now . The complaint history review revealed that there are no existing non conformances /CAPA /hhe/ d/ie/product holds for the reported device related to the reported event. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur for icsf60 and the reported event was confirmed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device lot number: not provided. Initial reporter fax number: not provided. Device was not returned.

Event description:
It was reported that implant cover screw (icsf60) fractured at tooth location 14. Healing abutment and impression coping were unable to seat. Implant remains implanted.